Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The air flow control valve was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during pre-use checkout. There was no patient involvement reported.